Event description:
Medtronic received information that prior the implant of this transcatheter bioprosthetic valve, the inline sheath was inserted via the right transfemoral (tf), however, resistance was encountered (calcification) and a 20f dryseal sheath was inserted. Following valve implant, the delivery catheter system (dcs) was retracted and moved to above the dryseal sheath (descending aorta). The sheath was pulled and a dissection occurred. An inguinal region cut-down was performed, and the calcification was removed. A non-medtronic stent was implanted in the external iliac artery (eia) and the procedure was completed. It was reported that the calcification in the eia was rubbed by the dryseal sheath and dislodged to a location near the dcs. No closure devices were used. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).